Event description:
Customer reports that she had "wheeled the chair into the bathroom and was about to transfer to a shower chair when the right wheel came off." Customer fell to the floor and sustained "bruising to her entire left side." She did not seek or require medical attention. The bruises have subsequently healed and she reports having no residual effects from the fall.

Manufacturer narrative:
On 07/28/2006, the product was just received for evaluation. Investigation is pending. Once the investigation is complete, a follow-up report will be submitted.